Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Hospital nurse reported to technical support that there was evidence of a fluid leak from an unknown source during the peritoneal dialysis patient¿s treatment. It is unknown if the patient experienced any complications. Additional information was solicited and the complaint sample was requested for return to the plant for investigation.